Event description:
Name of procedure: laparoscopic appendicectomy event description: at this moment, I have very limited information on contact details, how the device was being used, what procedure etc. I have requested a meeting to discuss specific event details. Intermittent mechanical failure preventing application of clips. Additional information received from applied medical representative via email on 27oct2025: the clip applicator was used to clip the appendicular artery; one clip was applied but the applicator failed to reload another clip into the jaws for it to be used again. On removal from the patient, I tried to fire a few clips in a row, but it would intermittently not reload. Also, the clipper was being used with a 5mm port and the jaws would get caught in the seal of the port, pulling the port out of the abdomen as the device was being removed. The assistant surgeon had to support the port in place when the applicator was being withdrawn. Since this incident, a colleague has also had the same issues with these clip appliers. No harm came to the patient. The surgery time was increased as the unintentionally removed port had to be reinserted. After failing to load a clip, the device was activated again and it worked correctly. Additional information received from applied medical representative via email on 06nov2025: it was subsequent clips - maybe the 2nd or 3rd the surgeon tried to apply. Once the surgeon had finished using it, I tested it outside the patient and it failed to reload a clip on the 3rd use. It failed to load a clip 3 times during one operation (once in use, and twice when being checked and fired outside of the body). The clip was loaded and visible between the jaws of the device, it was properly seated. It was used straight from the packet and application of first clip which was successful, the device failed to load a clip in to the jaws on subsequent firing but was then fired again and worked - it was removed from the trocar with a clip loaded. Yes, the surgeon allowed time in between firing and fully squeezed the handle. No loaded clip was manually removed from the jaws. The clips that loaded in to the instrument when in use were applied to the vessel. No resistance in trigger actuation. Additional information received from applied medical representative via email on 14nov2025: based on (name redacted) response, the device will not be returning. Intervention: after failing to load a clip, the device was activated again and it worked correctly. Patient status: no harm came to the patient. The surgery time was increased as the unintentionally removed port had to be reinserted

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic appendicectomy. Event description: at this moment, I have very limited information on contact details, how the device was being used, what procedure etc. I have requested a meeting to discuss specific event details. Intermittent mechanical failure preventing application of clips. Additional information received from applied medical representative via email on 27oct25: the clip applicator was used to clip the appendicular artery; one clip was applied but the applicator failed to reload another clip into the jaws for it to be used again. On removal from the patient, I tried to fire a few clips in a row, but it would intermittently not reload. Also, the clipper was being used with a 5mm port and the jaws would get caught in the seal of the port, pulling the port out of the abdomen as the device was being removed. The assistant surgeon had to support the port in place when the applicator was being withdrawn. Since this incident, a colleague has also had the same issues with these clip appliers. No harm came to the patient. The surgery time was increased as the unintentionally removed port had to be reinserted. After failing to load a clip, the device was activated again and it worked correctly. Additional information received from applied medical representative via email on 06nov25: it was subsequent clips - maybe the 2nd or 3rd the surgeon tried to apply. Once the surgeon had finished using it, I tested it outside the patient and it failed to reload a clip on the 3rd use. It failed to load a clip 3 times during one operation (once in use, and twice when being checked and fired outside of the body). The clip was loaded and visible between the jaws of the device, it was properly seated. It was used straight from the packet and application of first clip which was successful, the device failed to load a clip in to the jaws on subsequent firing but was then fired again and worked - it was removed from the trocar with a clip loaded. Yes, the surgeon allowed time in between firing and fully squeezed the handle. No loaded clip was manually removed from the jaws. The clips that loaded in to the instrument when in use were applied to the vessel. No resistance in trigger actuation. Intervention: after failing to load a clip, the device was activated again and it worked correctly. Patient status: no harm came to the patient. The surgery time was increased as the unintentionally removed port had to be reinserted.